Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose reading was unknown during time of incident. The customer's current blood glucose was 91 mg/dl. The customer stated that insulin squirted out during manual prime. The customer reported drive support cap to appear indented. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery and occlusion test or verify the prime/fill anomalies due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test. The pump passed the off no power test. No unexpected low battery alarm anomalies were noted. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.